Event description:
(B)(6) 2021,the jaw was found misaligned prior to patient.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50-piece lot in august of 2020. Evaluation of the returned instrument shows that the jaws are not misaligned in the open or closed position as stated in the complaint therefore we are unable to validate the alleged complaint. Further evaluation shows that the handle to jaw and knob rotation mechanisms are both very dry and sluggish feeling and in need of proper lubrication as instructed in IFU l02425 r01 which was supplied with the instrument at time of manufacture. After the initial evaluation this instrument was lubricated using a non-silicone, based instrument lube and all mechanisms now move freely. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2021,the jaw was found misaligned prior to patient.